Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: office manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: angio-seal was inserted and the sheath and the wire began to bend during an angiogram. The procedure was successful. The procedure prior to the use of the angio-seal device was an angiogram. The estimated blood loss was less than 250cc. Additional information was received on 19sept2025: a 5fr procedure sheath was used. There were no issues with arterial access, sheath, guidewire, or catheter insertion. Only issue was during insertion, where the wire and sheath were bent. The provider was able to withdraw without injury to the patient. They were able to use another angio-seal with no issues. There was no pre-deployment angiogram performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for a damage to the anio-seal device. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).